Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to the service department of olympus. The service department of olympus checked the subject device and found that no image was displayed due to the break of cable.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the customer that before the procedure, the camera was not detected. There was no report of patient injury associated with the event. The subject device was returned to the service department of olympus. On (B)(6), 2021, the service department of olympus found that no image was displayed.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to the service department of olympus, but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that reprocess and storage of this product with tweezers, forceps, scalpel, etc. Resulted in damage to the cable and disconnection of the cable, so that the images could not be displayed. The above device handling has warned in the instruction manual.